Event description:
It was reported that during a da Vinci-assisted liver resection procedure, the distal end of the Harmonic Ace instrument broke and fragments fell into the patient. All fragments were identified and retrieved during the same procedure. No post-operative tests were performed. There was no other missing material from the instrument. The procedure was completed.

Manufacturer narrative:
The Harmonic Ace instrument has been received; however, failure analysis has not been completed at this time. Image Review: A review of the provided image was performed. The following additional information was provided: It appears that the Harmonic ACE instrument curved blade broke and separated from the instrument.